Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the device had an error code 133.6080 was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, tech called in help on error code 133.6080 on 8015 bd unit. Error is cause by backup speaker went out needs to be replace. Confirm part number for backup speaker. High level steps/procedure: charge battery pack. Replace backup speaker. Replace logic board. Return to factory for repair. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services couldn¿t determined the proximate cause of the customer¿s reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had an error code 133.6080. There was no patient involvement.